Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00008. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endoscopic ultrasound while under sedation the scope would video connector would not work. The resulted in a surgical procedure delay greater than 30 minutes. The procedure was completed using a backup device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: h2, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should only be product problem, and b2 should not be marked at all. H1 should be malfunction. The h6 health effect - impact code is f26 no health consequences or impact. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the total time of delay was 45 minutes, and there was no patient harm or changes in the patient's condition resulting from the delay.